Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer stated that there is a difference between the sensor glucose level and the blood glucose level. Customer stated that this issue occurs at night while sleeping. Customer follows proper procedure. Blood glucose value is 195 mg/dl. Nothing further reported.